Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had autofill and iab disconnected alarms. There was patient involvement but no harm reported. A getinge field service engineer (fse) was sent to evaluate the unit. As a precautionary measure, the fse performed a full calibration, functional testing, and safety check to factory specifications. The device was returned to the customer and clear for use.